Manufacturer narrative:
Patient and device code: no information regarding the event has been provided. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 13feb2018 as follows: pt allegedly received an implant on (B)(6) 2007 via the left femoral artery due to deep vein thrombosis. Pt alleges device unable to be retrieved, embedment. Pt further alleges anxiety. Attempted unsuccessful retrieval of the filter on (B)(6) 2008.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'gunther tulip-device unable to be retrieved, embedment, anxiety'. Cook will reopen its investigation if further information is received. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.